Manufacturer narrative:
H10: h2: additional information on d4 and h4 (manufactured and expiration dates).

Event description:
It was reported that during an arthroscopy, the screw biosure regenesorb tip cracked at the time of insertion. The procedure was completed using a s+n back up device in the originally drilled bone hole. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The distal tip of the device has several cracks in the material. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include the application of improper/excessive force. No containment or corrective actions are recommended at this time.